Manufacturer narrative:
Investigation in process.

Event description:
It was reported that patient was revised due to pain. Primary surgery was approximately 6 years ago. Removed all components, recut tibia to neutral alignment and required a 10mm augment.

Manufacturer narrative:
This investigation involved a review of the complaint information and review of nexgen pocket profiler (97-5764-009 00) (8/2008)_not available outside the us.pdf to determine component compatibility. The femoral component was identified as a nexgen right side size g lps-flex precoat femoral (00-5960-017-52, unknown lot no.) Which was found to be compatible with the tibial component that was implanted. The tm monoblock tibia was revised; however the explanted device was not returned and therefore unavailable for this investigation. In addition, no explanted device photographs, x-rays or operative notes were provided for this investigation. Therefore, insufficient information precludes any further engineering evaluation. This investigation is considered closed at this time; however, should additional information become available, this investigation can be re-opened.